Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician encountered difficulty delivering the catheter. The physician attempted to push the catheter, but it would not advance down the vessel, so he pulled it out. While retracting the catheter, the tip broke off on the guide wire. The physician decided to remove everything, rewire, and use another hd ivus catheter. The procedure was completed with an alternative device. No patient complications were reported.